Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, it was not possible to interrogate a kora 250 and an error message was displayed ("synergy[...]"). The physician had to reinterrogate multiple time to resolve the issue. Additionally, the on/off button is damaged.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event since the programmer is able to interrogate correctly. No error messages or pop-up bugs occurred. It is observed that the screen is abnormally blue and that some parts of the white case of the tablet are cracked. The on/off button was found damaged. Review of the extracted files confirmed that the programmer crashed on (B)(6) 2025 after the session was left open for three days. The battery tablet was also removed on (B)(6) 2025 after a platinum session was left overnight. The most probable hypothesis is that the error message was displayed after the three days where the programmer was still on. This error message and crash was caused because the last session was not ended correctly, the patient probably left the room while the aida reading was still in progress. This case is retained and utilized for trend purposes. MDR update: sequence of event update for clarification. Device updated from smarttouch tablet to smarttouch softwares modules.

Event description:
Reportedly, on 10-october-2025, the programmer could not interrogate a device and an error message was displayed ("synergy[...]"). The physician had to reinterrogate multiple time to resolve the issue.